Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 1/26/2021. The device was completed on 2/23/2021. The device was visually inspected and observed in the pebax a hole and reddish material, helix metals were exposed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding the force issue was unable to duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool¿ smart touch" electrophysiology catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax surface and helix metals were exposed. Initially it was reported that during the procedure, there was a problem with the force of the catheter. A second catheter was used to complete the procedure. There was patient consequence reported. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 2/22/2021 reddish material inside the pebax and a hole on its surface. Helix metals were exposed. The hole on the pebax surface and helix metals were exposed was assessed as MDR reportable. The awareness date for this lab finding is 2/22/2021.